Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history before caller contacted support. There was no adverse impact to the customer's blood glucose level. Issue resolved when pump began charging again, no shutdown or inability to turn pump back on occurred, customer did not change charging supplies, and no further assistance was required from technical support.